Event description:
It was reported that 8100 error code 12-231-512. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device 8100 had error code 12-231-512 was not identified during the customer call. Tech support informed the customer that the issue is likely due to a software error. Recommended performing a flash on the unit. Advised that if the error persists after flashing, the device should be sent in for depot repair. Customer acknowledged the recommendation and stated he will attempt the software flash. If the issue continues, he will call back to request an RMA for depot repair. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.